Event description:
During an incident in 2003 involving a morbidly obese pt in cardiac arrest, this defibrillator kept advising to "check electrodes". The electrode pads were checked numerous times. CPR was continued and an als team arrived and took over pt care. They did not defibrilate the pt either. The pt expired. The medics believed that the pt's obese condition may have played a role in the unit's inability to make contact with the pt. The initial call was for seizure.